Event description:
The syringe leaked during cement extrusion. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in kiel, germany, suggest that this event would not be associated with the device but rather would be related to user technique.